Event description:
It was reported that the patient presented to the hospital with a pacemaker pocket infection. The device was removed, and the pocket and leads including a medtronic lead were cleaned with betadine. A replacement device was placed with an antibiotic pouch and patient will continue to be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).